Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This report is related to medwatch # (B)(4).

Event description:
As reported, multiple 5f mynxgrip vascular closure devices (vcd) "failed" during cases. There was a lot of tension felt while trying to deploy the "collagen plug" with the balloon. There was no reported patient injury. The balloon was taken down and the closure device was removed and manual pressure was held instead due to the amount of atherosclerosis present in the vessel. The device was used in diagnostic cerebral angiogram to determine positioning of a possible cerebral aneurysm. When the case was completed, the device was placed but the device failed and was removed from the patient without harm, however manual pressure then had to be applied for 20 minutes. The patient was recovering flat for 4 hours with the affected leg straight, significantly extending the patient's recovery time prior to discharge. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, multiple 5f mynxgrip vascular closure devices (vcd) "failed" during cases. There was a lot of tension felt while trying to deploy the "collagen plug" with the balloon. There was no reported patient injury. The balloon was taken down and the closure device was removed and manual pressure was held instead due to the amount of atherosclerosis present in the vessel. The device was used in diagnostic cerebral angiogram to determine positioning of a possible cerebral aneurysm. When the case was completed, the device was placed but the device failed and was removed from the patient without harm, however manual pressure then had to be applied for 20 minutes. The patient was recovering flat for 4 hours with the affected leg straight, significantly extending the patient's recovery time prior to discharge. Additional information was requested but not provided. The device was not returned for evaluation as previously expected. The reported event ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the hydrogel pre-swelling. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a sheath retraction issue during sealant deployment. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.